Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was noted that the novel right ventricular lead exhibited high pacing impedance and varying capture threshold with intermittent loss of capture noted. Upon repositioning, the lead helix failed to both extend and retract properly. The physician completed the procedure with an alternate lead on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.